Event description:
Per the customer complaint, the laboratory employee was moving the acl top and there was an explosion in the drain used by instrument. According to the report of the onsite customer service engineer (cse), the explosion occurred when the employee tried to remove the waste tube from the drain. A piece of the pvc drainpipe was stuck under his chin requiring stitches and he suffered abrasions on his nose and right elbow. He went directly to the ER to be treated. No adverse event reported.

Manufacturer narrative:
The acl top waste solution includes hemosil rinse solution, which contains sodium azide. Therefore, according to the il msds sheet for the rinse solution, the waste solutions should be separated from acids and heavy metals because of risk for explosion. The direct product labeling for the rinse solution incudes the following indications: the bottle reads: "less than 0.1% of sodium azide", "do not empty into drains." "Caution: contains sodium azide. Use proper disposal procedure." The product's material safety data sheet (msds) includes the following indications: kit hazard classification (excerpt): "do not empty into drains." "Special requirements: keep away from acids (sodium azide reacts strongly) and away from contamination with heavy metals. Sodium azide has been reported to form lead or copper azide in laboratory plumbing which may explode on percussion. Do not empty into drains. Based on the review and good laboratory practice, the product labeling is correct, with no remedial action required.